Manufacturer narrative:
Insufficient information is available for event verification; therefore, no davinci system logs are available for review. A review of the event performed by an intuitive medical safety officer (mso) concluded that the patient in this report underwent a hysterectomy and a vena cava injury occurred. How this injury occurred is unknown. A number of complications and other issues were reported post operatively including thrombus formation. The events that led to this complication and the other postoperative issues are unknown. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to these events. The address provided is the hospital's address where this procedure was performed. .

Event description:
On 27-march-2024, intuitive received a legal notification alleging that a patient sustained an intra-operative injury during a total laparoscopic hysterectomy performed on march 3, 2022 in which the surgeon used the da vinci surgical system. Specifically, it was alleged that, ¿due to an incident during the procedure, [the patient¿s] inferior vena cava was punctured and the procedure was aborted while a different surgical team was called in...". It was further alleged that, "[the patient] lost most of her natural blood supply to her heart... And subsequently was placed in a medically induced coma. Upon being awakened some days later, [the patient] was intubated and her body was swollen which was as a result of the presence of blood clots as was relayed to her by the nurse on duty. [The patient], in the days preceding her being awakened from the medically induced coma, was subjected to thrombectomy procedure in response to the number of blood clots continuously forming inside of her body. Several incisions had to be made including but not limited to her neck area. [The patient] spent almost three weeks in the hospital as a result of the injuries...¿. The complaint alleges that ¿[the patient] has suffered permanent bodily injuries and will, for the rest of her life, require care and medication. She currently has a stent in her leg and will require future surgeries or procedures in order to preserve her life. She is constantly in pain and is most likely to need pain management for the rest of her life. [The patient] will have to be on blood thinners for the rest of her life causing undue stress and burden directly as a result of the negligent acts that give rise to this action."